Manufacturer narrative:
B2, b5, h6 code 1065 and 2959 added.

Event description:
Additional information received. Distributor reviewed pump history and found customer received multiple, intermittent malfunction, temperature, cartridge and reset alarms.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.